Event description:
On (B)(6) -the dealer reported that the 66550 rollator handles were broken. There was no patient injury reported.

Manufacturer narrative:
Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the numbers are the following: (B)(4).